Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the use of the device, a patient under spinal anesthesia and sedation by infusion pump had an electromagnetic plate located on the lower right leg at the level of the anterior thigh. The attending physician made a slight support on the patient's thigh and re-entered feeling a left upper limb burn leaving with an obvious lesion. The pencil was not even active.